Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a transurethral steam therapy for benign prostatic hyperplasia. The condition of the patient suddenly worsened, and the patient was rushed to the hospital. The patient had a fever in the 37 grades celsius range, was conscious, but had lower limb symptoms such as leg numbness and was barely able to urinate. A scan did not show a significant swelling in the prostate, but findings were noted in the renal layer. On the same day, the patient was transferred to the hospital, where intubation, mechanical ventilation, and dialysis were performed. There was a strong suspicion of bacteremia, with symptoms of pyelonephritis and pneumonia. The patient is now stable and has been moved to a general ward for hospitalization.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a transurethral steam therapy for benign prostatic hyperplasia. The condition of the patient suddenly worsened, and the patient was rushed to the hospital. The patient had a fever in the 37 grades c range, was conscious, but had lower limb symptoms such as leg numbness and was barely able to urinate. A scan did not show a significant swelling in the prostate, but findings were noted in the renal layer. On the same day, the patient was transferred to the hospital, where intubation, mechanical ventilation, and dialysis were performed. There was a strong suspicion of bacteremia, with symptoms of pyelonephritis and pneumonia. The patient is now stable and has been moved to a general ward for hospitalization. The physician suspects that the bacteremia originated from the procedure (including postoperative urinary catheter placement). Although the treatment site itself shows no signs of infection, the bacteremia advanced rapidly and led to pneumonia as the bacteria spread to the lungs. Current medical care is focused exclusively on managing the bacteremia. Despite the apparent connection between the procedure and the infection, dr. Iijima considers this to be an exceptional case, given the unusually swift and severe progression of the condition.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a transurethral steam therapy for benign prostatic hyperplasia. The condition of the patient suddenly worsened, and the patient was rushed to the hospital. The patient had a fever in the 37 grades c range, was conscious, but had lower limb symptoms such as leg numbness and was barely able to urinate. A scan did not show a significant swelling in the prostate, but findings were noted in the renal layer. On the same day, the patient was transferred to the hospital, where intubation, mechanical ventilation, and dialysis were performed. There was a strong suspicion of bacteremia, with symptoms of pyelonephritis and pneumonia. The patient is now stable and has been moved to a general ward for hospitalization. The physician suspects that the bacteremia originated from the procedure (including postoperative urinary catheter placement). Although the treatment site itself shows no signs of infection, the bacteremia advanced rapidly and led to pneumonia as the bacteria spread to the lungs. Current medical care is focused exclusively on managing the bacteremia. Despite the apparent connection between the procedure and the infection, dr. Iijima considers this to be an exceptional case, given the unusually swift and severe progression of the condition.